Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease and underwent oblique lumbar interbody fusion (olif 25) surgery at l2-3 levels. During surgery, while re-tightening the inserter onto the implant, the inserter shaft broke. The product came in contact with the patient. No fragment of the instrument remained in the patient. The procedure was completed successfully with a different product. No patient complications were reported.

Manufacturer narrative:
Product analysis visual review confirmed the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture and a angled shear lip with no indication of torsion or fatigue, with directional river consistent with overload. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.